Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (327 mg/dl) and the cause was not known. The customer disconnected from the pump and an insulin injection was administered. A pump system check was performed and an air bubble was observed in the tubing. No other device issues were observed. Insulin was observed exiting the infusion set tubing. The customer declined to remove the infusion set site at the time of the report.